Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, autoimmune reaction, swollen lymph nodes. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number I(B)(4). It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (me smooth hpg, 550 cc date of implant (B)(6) 2016) has experienced right-side breast implant rupture, confirmed by CT. It was also reported that the patient has experienced autoimmune disorder (fibromyalgia and other correlated symptoms were reported). The patient also reported swollen lymph nodes of the neck. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.